Event description:
Report received from france stating "difficult to enter by a 1.8mm incision. No patient impact. They changed their pack."

Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00269.